Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that an anti-d and an anti-jk(a) were missed using biotestcell-i8 on tango optimo. The customer reported that the anti-d yielded a positive reaction only with cell #3 instead of cell #1, #2, #3 and #4 of biotestcell-i8. And the anti-jk(a) was missed with all jk(a) positive cells of biotestcell-i8. The customer returned the supposedly defective product, but not the patient samples that had caused the false negative test result. The customer submitted two kits of the supposedly defective product. Our quality control laboratory tested both kits in parallel to their retained sample of biotestcell-i8 with two anti-d and two anti-jk(a) samples and additional samples and controls on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-8 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.